Event description:
It was reported that balloon rupture and detachment occurred. The patient presented with venous compression. The 80% stenosed target lesion was located in the non-tortuous and non-calcified right iliac vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced to reopen a previously placed wallstent. However, during the initial inflation at 8 atmospheres, the balloon ruptured horizontally. A portion of the balloon was left in the patient and a snare had to be used to retrieve the remaining piece. The procedure was completed with a 12x4 athletis balloon catheter. There were no patient complications reported and the patient was fully recovered.

Event description:
It was reported that balloon rupture and detachment occurred. The patient presented with venous compression. The 80% stenosed target lesion was located in the non-tortuous and non-calcified right iliac vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced to reopen a previously placed wallstent. However, during the initial inflation at 8 atmospheres, the balloon ruptured horizontally. A portion of the balloon was left in the patient and a snare had to be used to retrieve the remaining piece. The procedure was completed with a 12x4 athletis balloon catheter. There were no patient complications reported and the patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified a complete circumferential tear of the balloon material located approximately 40mm distal of the proximal sleeve of the balloon. The distal section of balloon material had been completely detached from the device due to a shaft break. The distal section of the balloon material including the tip of the device and a section of shaft were not returned for analysis. This type of damage is consistent with excessive tensile force being applied to the device. The rate of burst pressure of this device is 8atm. A visual and tactile examination found the shaft to have been detached at two locations. The first break was located approximately 27mm distal of the proximal balloon sleeve and the second approximately 70mm distal of the first break. The distal section of the shaft including a section of balloon material and the tip were not returned for analysis. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination of the markerbands identified that one markerband was detached from the device and the second had become loose on the shaft. This type of damage most probably occurred due to the severe shaft damage. The detached markerband was not returned for analysis. A visual examination of the device identified a section of shaft including a section of balloon material and the tip were not returned for analysis.